Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "broken cap" was confirmed. Service determined that the cause was due to a broken door and missing door latch. The device will be returned unrepaired due to lack of customer response for the repair estimate. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cap. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.